Event description:
While doing a cholecystectomy, the doctor placed the clip applier on above the cystic duct. The applier then would not open, and the doctor had to move it back and forth to get it off. No harm came to the pt.